Manufacturer narrative:
From the device history record, lot number 20190511-23-sh was manufactured on 23rd may 2019. No exception was recorded in the device history record that could lead to the reported incident. No sample was provided for investigation. The average linting data is 0.142g / 10 pieces. According to our supplier, the or towel is made of cotton, so lint is born and inevitable. Our supplier is continuously working with (B)(4) to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10 pieces). In the folding process, the supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. Based on the investigation, all linting test data was within the acceptable range. There was no abnormal situation that had happened in production. Therefore, the root cause could not be determined and no further action taken. The complaint information was shared with the relevant sectors within the manufacturing facility for their awareness and we will continue to monitor for this type of incident.

Event description:
Customer reported the towels are creating to much lint.